Event description:
A lateral (anterior) l4-5 fusion using autograph from the left iliac crest and cage with lateral plate was being done when the tip of the screw driver broke off in the screw head during implantation. Unable to remove broken tip from the screw head. Tip did not protrude from the screw head.